Manufacturer narrative:
Product evaluation details: the product evaluation has been completed. The device was inspected, and reddish foreign material was found inside the pebax; no internal parts exposed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor, also, the other sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined however, an internal correction action has been opened to address this issue. The root cause of the pc board failure cannot be determined. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an error code was encountered during pulmonary vein isolation (pvi) phase. The thermocool® smart touch® sf bi-directional navigation catheter was changed to another one and the procedure completed without patient consequence. The issue of an ¿error code¿ being displayed is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The complaint product was later returned for evaluation. Initial visual analysis identified, ¿reddish foreign material in pebax sleeve. No internal parts exposed.¿ these findings were assessed as not MDR reportable since there is no exposure of internal components, or any evidence that the integrity of the catheter has been compromised; the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. On (B)(6) 2018, a scanning electron microscope (sem) analysis identified ¿the catheter showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax.¿ these findings which include a hole on the pebax have been assessed as MDR reportable malfunctions. As such, the awareness date of the reportable event is considered to be (B)(6) 2018.